Manufacturer narrative:
(B)(4). G2: singapore. Visual and physical evaluation of the returned product was completed as part of the complaint investigation and confirmed that the inner package was deformed, likely from heat. Additionally, the inner package was still sealed, only the outer box was opened. Device history record (DHR) was reviewed for deviations and/or anomalies with no deviations/anomalies identified. Based on the information provided, the root cause for the reported is most likely related to the manufacturing process. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, upon unsealing the I-assist pods box, the inner plastic container was out of shape. It looks like it has melted. This set of pods was not used. The box was completely sealed and kept in a cool environment before it was opened up. No further information available.